Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to, but not limited to, connector damage, bent pins. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nurse was unable to connect the controller to the data cable. An attempt was made by the coordinator, but the cable would not snap onto the metal port on the controller. The alarm adapter was tested on the data port and it would not connect. The controller was exchanged. No patient complications have been reported as a result of this event.